Manufacturer narrative:
Due to the customer not providing the requested information the investigation could not determine a root cause.

Event description:
The customer alleged a questionable result on one patient sample when tested for carcinoembryonic antigen (cea). The initial cea result was 43 ng/ml. This result was reported to the physician. A request for re-measurement was made because the result did not match the patient's clinical condition. The test was repeated with a result of 1.5 ng/ml. No adverse event occurred. The customer was asked for, but did not provide, the lot number and expiration date of the reagent involved.

Manufacturer narrative:
The event occurred in (B)(6).